Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: there is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
Per tandem user guide: do not use any other insulin with your system other than u-100 humalog or u-100 novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer experienced ongoing blood glucose (bg) levels ranging from a value displayed as "low" on the continuous glucose monitor (cgm), to a value displayed as "high" on the cgm. Reportedly, customer was using lispro for insulin therapy. Elevated bg was addressed via a correction bolus, and low bg was addressed via consumption of carbohydrates. The customer was instructed to consult with healthcare provider regarding bg level. System check with tandem technical support confirmed that the pump was functioning as intended.